Event description:
A user facility reported that while assisting with a simulation laboratory at umc - lubbock, one of the nurses was simulating a pump drive failure. The pump drive that was in the backup position when placed in the sensor box when a technical failure was noted. This nurse was the third or fourth to do this and the device was working well previously. There was no patient involvement. It was unknown whether any component of the device was available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5, d3, d4, g1, h4, h6. Plant investigation: non-conformity was not observed during the manufacturing process. No other complaint has been reported about this console or the pump drive involved. The event may represent a secondary fault because the power supply is providing too little voltage, which would trigger further alarms. The pump drive was not returned for evaluation. Alarm 109 indicates that the voltage at the pump drive is too low (<9v). There was probably a defect in the pump drive. The device has been serviced onsite, and the power cord of the pump drive has been replaced to address the issue. The exact defect is unknown, and no further investigation could be carried out. A definite cause could not be determined. Should additional information become available, the record will be updated accordingly.

Event description:
A user facility reported that while assisting with a simulation laboratory at (B)(6), one of the nurses was simulating a pump drive failure. The pump drive that was in the backup position when placed in the sensor box when a technical failure was noted. This nurse was the third or fourth to do this and the device was working well previously. There was no patient involvement. No components of the novalung console were available for available for product investigation.